Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacment indicator (eri). The physician has expressed concerns with the device's longevity.